Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to an intermittently open j4 high voltage connector on the defibrillator pca. The root cause for the intermittently open j4 high voltage connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor for an unrelated issue when a reportable malfunction was found.